Event description:
Information received indicates the head up function is not working.

Manufacturer narrative:
The technician found the solenoid valve was not functioning and replaced it to repair the bed.